Event description:
It was reported that the patient with this pacemaker have experienced dizziness and lightheadedness since the device was implanted. Technical services consultant referred the patient to the physician. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.